Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage on electronics noted. Analysis was unable to verify bad battery alarm and perform displacement, basic occlusion, occlusion, compromised force sensor, no delivery test due to button error alarm. The pump had cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the pump had a button error alarm and high blood glucose. The blood glucose at the time of the incident was 300 mg/dl. The customer states the pump was not exposed to moisture, but it was preceding a bad battery alarm. The customer did contact their healthcare professional and does have a backup plan; syringes. Troubleshooting was not able to resolve the button error. It customer states that a button was held longer than 3 minutes. The device will be returned for analysis.